Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male pt, the electrodes would not adhere to the pt's skin. Complainant did not indicate that there was nay adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.